Event description:
According to the reporter, the device is inoperable and has no voltages on system boards. No pt use associated with the reported incident.

Manufacturer narrative:
(B) (4). Physio-control supplied parts info to customer for repair.